Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) has a helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, d9, g1(contact office, contact person -mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the o-ring. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a